Event description:
No new information received.

Manufacturer narrative:
Our quality engineer inspected the 8 photos submitted for evaluation. The issues of foreign matter, component damage ¿ no leak, and cosmetic issues were confirmed upon inspection of the photos. From the provided photos, it was confirmed that one photo displays black marks on the housing of the stopcock, two photos display yellow foreign matter on the housing of the stopcock and on the stopcock, and another photo displays damage to the luer adapter of the stopcock housing, which appeared to have an uneven edge. One photo displays damage to the septum of the unit. The photos are blurry, so it is unclear if the foreign matter is embedded to the unit or not. It is also hard to examine the damage to the septum from the provided photos. The reported defects were confirmed. The damage observed could be a result of our manufacturing process. However, bd cannot confirm the exact cause of the failure since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Product problem code: a1904 - fungus in device environment patient problem code: f27 ¿ no patient involvement.

Event description:
Rubber scratches, stains, short mold found during production at atom. 3 rubber scratches, 24 stains, 3 short molds were found.